Event description:
An (B) (6) male with cardiac comorbidities underwent initial evar on (B) (6) 2010. The sales rep was unable to view the CT before the case ((B) (6)) and although the surgeon expressed concern regarding the size of the main body prior to the case, the radiologist was definite the sizing was correct. The sales rep made it clear that there were no other suitable items to act as bailout should a problem arise. When the main body was about to be opened, the sales rep checked the sizing again and was told there was no problem. The neck measured 21.6 mm and the customer was happy with the 24 graft. The three pieces were deployed and on the final run it became clear there was a type 1 endoleak. Having no zenith items to work with, the decision by the hospital staff was to use another manufacturer's 28 mm cuff, which was deployed and appeared to be successful. Following the procedure, the radiologist was happy with the outcome and was still of the opinion the sizing was correct. The following evening, the surgeon called the cook sales rep to inform that the patient still had a significant type 1 endoleak, and the physician was planning to explant the device the following wednesday, if possible. It was also inquired if the sales rep could offer any further assistance. The sales rep and a colleague duly followed up on this. The patient remained stable and had the device explanted on (B) (6) as arranged. While following this procedure up on (B) (6), it came to light this case had been measured up by another manufacturer as a 30 mm neck. Why a 24 cook zenith device was ordered and cook measurements not used is unclear. Options to immediately rectify the situation were considered. The only additional components available were another manufacturer's body extensions in two sizes. The larger size was selected (28.5 cm diameter) and deployed. This was achieved with technical success but failed to correct the type 1 endoleak. The patient went on to have an explantation with open surgery, as a planned scheduled procedure after having taken advice from experts recommended by cook. Two, other manufacturer's devices were retrieved from other patient. All parts intended to be removed were successfully removed. The patient outcome is unknown as not provided by reporter.

Manufacturer narrative:
(B) (4). Event still under investigation at this time.